Event description:
A caller reported that the insulin gauge was inaccurate. The customer completed necessary steps to correct this and was assisted by technical support in reloading the same cartridge. There was no adverse impact to the customer's blood glucose level.